Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone was peeling. They immediately took the device out and got another device to finish the procedure there were no parts that detached into the harvesting tunnel. There was no real procedural delay. There was no patient effect.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/24/2025. An investigation was conducted on 03/11/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The shaft of the device was observed to be bent. No further testing was conducted due to the condition of the heater wire as well as the bent shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however the analyzed failures "material twisted/ bent wire" and "material twisted/ bent shaft" were observed. The lot # 3000437718 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure peeled; jaw/delaminated and analyzed failure material twisted/ bent wire are being maintained and documented under maquet's corrective and preventive action (CAPA) system.